Event description:
It was initially reported that the patient had high impedance at a recent appointment. There was not reported trauma or an event that could precipitate the high impedance. The generator was not turned off on the date of the high impedance but the physician is aware that it is the manufacture¿s recommendations that the generator be turned off when high impedance is seen. X-rays were not taken and the surgeon will decide if they are needed. The patient had a generator replacement on (B)(6) 2013. The patient was referred to the surgeon. Surgery is likely but has not occurred to date. Attempts for additional information have been unsuccessful to date.

Event description:
It was reported that the patient underwent device replacement surgery on (B)(6) 2014. The explanted devices have not been returned to date.